Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultrasmart meter was missing segments. The medical surveillance specialist (mss) spoke with the lay user/patient on (B)(6) 2013, and obtained the following information: the patient test six to eight times a day and manages her diabetes with 90 units of lantus twice a day and novolog insulin (sliding scale based on her blood glucose reading and carbohydrate intake. According to the patient, the alleged display issue began in (B)(6) 2012. The patient denied testing her blood glucose with another device and continued to test with the subject meter. In response to the alleged meter issue, the patient claimed she continued with her usual dose of lantus insulin and her novolog was based only on her food intake; according to the patient she was not giving herself the proper dosage of novolog insulin. Since the start of the alleged meter issue, the patient claimed she had experienced symptoms of both high blood glucose (specifying flu like symptoms) and low blood glucose (specifying nausea, shaking, sweating, and blurry vision); dates and times are not known. According to the patient, when she was experiencing symptoms of high blood glucose she did not administer self-treatment; however, when she had symptoms of low she treated herself with food. It is not known when the symptoms abated. At the time of troubleshooting, the csr noted the patient was not using the subject meter for the first time and there was no misuse of the lfs product. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.